Manufacturer narrative:
Additional information received from the customer regarding the event. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There was no process or material changes related to the reported condition for this product. A corrective and preventative action (CAPA) was initiated to address this issue. The root cause identified in the CAPA is related to machine variation in providing the accurate count. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will also be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states this was inside of a custom surgical pack and the pack was unopened upon receiving. They were not banded, and the entire surgical pack was removed and replaced. There was no patient involvement other than the procedure was delayed in order to set up a new surgical table.

Manufacturer narrative:
Submit date: 06/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer stated that the gauze, 4x4 16ply dbl xr 10's was missing 5ea from the banded bundle.